Event description:
Facility was unaware that MFR or distributor needed to be notified of event. Lift didn't lower when transferring resident from bed to chair. Staff changed battery twice still would not function. Left arm which is paralyzed from stroke several years ago was injured in the process of lifting her out of the lift.

Manufacturer narrative:
MFR or distributor were not made aware of incident. Facility stated they were unaware that we should be notified. The problem with the lift was that the plug in for the pendant switch to operate the lift had either been knocked loose of unhooked from the control box. Maintenance found the problem after incident happened. Lift was put back in service and operates properly. Distributor offered to follow up with them but facility stated that the next quality quest check would suffice. Facility is requiring all cna's to check plug-ins on all lifts prior to using.